Event description:
It was reported that "tip of device broken when surgeon inserted screw in plate. Piece was retrieved."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.